Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that they had answered the phone and felt a shock. Then the patient saw a spark come out of the phone. The screen was damaged and it never worked again. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.